Event description:
It was reported that during a surgical procedure, the fiber broke after 589,000 joules and approximately 80 minutes of use. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome was not reported.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device confirmed that the fiber tip exhibit no signs of breaks/fractures. Analysis showed the fiber glass cap bevel edge and metal cap were not aligned. The glass cap can rotate within metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. Based on the observed fiber findings (cap not aligned and charred, severe devitrification, minor scratched), it is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of glue failure. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of device was assigned to the observed fiber findings. However, based on analysis results, the reported fiber cap break was not able to be confirmed as no breaks were identified along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a surgical procedure, the fiber broke after 589,000 joules and approximately 80 minutes of use. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome was not reported.